Event description:
A customer reported that the table locks were not holding during patient transfer. The clinician(s) were unable to get the patient onto the table. A ge field service engineer cleaned the lock plate. The system was then checked and found to operate correctly. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.